Event description:
An optometrist reported a pt who was experiencing bacterial conjunctivitis, keratitis, infection, and edema following the use of this product. The optometrist reported the pt discontinued wearing her contact lenses for a week. The pt then opened a new pair of contact lenses, but used the same bottle of product and the events recurred. The pt is currently being treated with antibiotic/steroid drops. In a follow from the optometrist's office, it was reported that the pt was asked again to discontinue wearing her contact lenses. The pt is now using a different contact lens solution. The events are reported to be resolving.

Manufacturer narrative:
Eval summary: the complaint history was reviewed for this lot and there was one other complaint of this failure reported. Review of the compounding and filling mdrs did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all product lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Incoming components were verified to meet design criteria via dimensional analysis and attribute inspection prior to disposition. This lot met all release criteria prior to product release. No root cause can be determined at this time. There have been no other similar complaints reported in the lot number. Additional info was requested on 02/13/2012 and 02/27/2012 by phone, fax, and mail. A completed questionnaire from the health care professional was received on 02/22/2012. (B)(4).